Manufacturer narrative:
A1 - patient identifier, a2 - age at time of event, a2 - age units (patient), a2 - dob null, a3a - sex, a4 - weight units (patient), a5 - ethnicity, a6 - race, b5 - describe event or problem, and h6 - adverse event problem, health effect - impact code: updated.

Event description:
In clarification, there was patient involvement, but no adverse event reported.

Event description:
It was reported that the airbag was leaking after it was inflated. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.